Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2013 (B)(6). (B)(4).

Event description:
It was reported hours post implant, that the right ventricular lead impedance and thresholds were high. An x-ray did not show a remarkable lead position difference, and an echocardiogram showed no signs of a perforation. The physician suspected a micro-dislodgement. The lead was revised two days later and remains in use. No patient complications have been reported as a result of this event.